Event description:
The following was reported: camera will not produce any image when connected to 4u link, remains on main menu screen. Doctor had to switch cameras at the beginning of cysto case, caused no harm just a delay. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the customer's complaint was verified. The camera would not produce an image. A visual inspection observed excessive wear on the cable and housing. The cable failed shield continuity requirements, so a cable replacement is required. Troubleshooting found that manipulating the headboard flex cable could influence if the camera head would initiate headboard programing. The customer will need a cable and headboard replacement to address the reason for return. Due to the frequent camera repair history, it's recommended that the customer reviews their handling/processing protocols to ensure they are not contributing the excessive damage. The cause of the issue was determined as excessive wear on cable and intermittent headboard flex connector. The event is filed under internal karl storz complaint ID: (B)(4).